Manufacturer narrative:
Note: product reference: 4436962 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305c reference: 4436962 from batch: 37010551. Device history record: batch record file number: 37010551 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in 09/2023. Summary of investigation: x-ray pictures, the involved device and the completed form were returned for investigation. Information analysis: the port was implanted during less than 3 months via the jugular vein. X-rays pictures review: x-ray pictures taken when the incident was detected on (B)(6) 2025: the catheter is disconnected from the access port housing. The connection ring is still connected to the access port housing. Visual inspection of the returned device: we received for investigation the access port housing from batch: 37010551 and the connection ring. No defect is visible on the returned elements. Dimensional measures: the received elements (connection ring and exit cannula of access port housing) were measured: they are all compliant with the defined specifications. The catheter of a retained sample from batch: 37010551 was measured, it is complaint with the defined specifications. Pull test at the juncture access port-catheter: a pull test was performed by using the received access port housing and connection ring and the catheter from a retained sample from batch: 37010551. The pull test result is compliant with the requirement: the disconnection strength is 2 times superior to the iso 10555-6 standard requirement. Raw material historical review: the batch records of the catheters, the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Root cause: the performed investigations have confirmed the compliance of the returned device with the specifications and requirements. The short duration of implantation (~3 months) allows to hypothesis that the catheter was not correctly/completely mounted on the exit cannula: not firmly pushed onto the exit cannula ensuring the catheter covers the exit cannula up to the stop, as required in the IFU. The IFU specifies several recommendations to avoid this type of complication. Conclusion: our investigations did not allow to detect any discrepancy during the manufacturing process. In addition, the returned sample was compliant with the defined specifications. The retained sample from the same batch number was compliant with the defined specifications too. Consequently, it is highly suspected that a handling error by the medical staff is at the origin of this catheter disconnection after 3,5 months of implantation. Catheter disconnection is a known complication of access port devices. The complaint rate for this type of incidents remains low. No corrective action is currently envisaged. The IFU already gives recommendations to avoid this type of incident.

Event description:
"Male elderly patients were implanted in an infusion port in (B)(6) this year by a physician with 10 years of experience for tumor chemotherapy. Three months after surgery, I went to the hospital for chemotherapy. The nurse found that she couldn't flush the catheter, and under dsa in the intervention room, the catheter and port body were found to have detached. Immediate intervention was carried out, including port removal and extubation."